Event description:
Citation: medtronic received information through literature review of daou b, chalouhi n, starke rm, "predictors of outcome, complications, and recanalization of the solitaire device: a study of 89 cases." Neurosurgery. 2015 jun 12. 3 cases of postoperative intracerebral hemorrhages were reported to have caused the patient¿s death (the author did not state what treatment was provided or if any was provided). Patient mean age was 63 and female. The author did not state what treatment was provided or if any treatment was provided. No device malfunctions were reported by the author. Other events: 6 patients were reported to have experienced deep venous thrombosis (dvt) (not reportable events). 9 patients were readmission to the hospital (within 30 days of the treatment procedure, no specific reason given). A total of 9 patients were reported to have expired. 3/9 patients had declining neurological examinations and died of progression of the cerebrovascular accident, 2 patients presented initially with a cerebrovascular accident and subarachnoid hemorrhage and died of subarachnoid hemorrhage, and aspiration pneumonia and acute respiratory distress syndrome developed in 1 patient (not reportable event as these deaths occurred as a result of the preexisting patient medical conditions). 6 additional deaths were recorded within the 90-day post stroke period (also not reportable as the author did not state the cause).

Manufacturer narrative:
The devices were not returned for analysis. There is no allegation or evidence of potential or confirmed manufacturing issues. This event was created to capture the reported death events that occurred after the procedure. This article can be located online at http://www.ncbi.nlm.nih.gov/pubmed/26075308. Reference (B)(4) MDR 2029214-2015-00827.